Manufacturer narrative:
The customer's qc results were acceptable. The field service representative checked alignments, dispense levels, and the gear pump pressure, which were all found to be within specification. He also performed adjustments. The investigation is ongoing.

Event description:
There was an allegation of questionable ca calcium results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 0.9. The repeated result was 2.39. The unit of measure was requested, but not provided. It is unknown if the results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions (probe adjustment) resolved the issue.